Event description:
Biomed reported she found a device on her work bench with a label on it saying "visualized smoking while plugged into outlet". Biomed reported after inspecting the device she noticed a burnt damaged area on the iui. Customer does not know if the device was on a pt at the time of the event, does not have a clinical contact and does not know what nursing unit the device came from. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report with failure investigation results will be submitted should the device be returned for eval.